Event description:
Note: the date of event is unknown. It was initially reported to boston scientific corporation on (B)(6) 2009, that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure. According to the complainant, during the procedure, when they injected the saline, it leaked where the hub of the syringe meets the needle. When they tried to put the specimen cells into the specimen jar, the cells would not come out of the needle. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the needle came out from below the needle protective hub, piercing the side of the sheath.

Manufacturer narrative:
A visual examination of the returned device found that the tab (luer) that locks the syringe to the needle was damaged. Additionally, damage was identified to the sheath/catheter. A functional check found that the needle did not come out from the distal end of the sheath/catheter as it should, instead, the needle came out from below the needle protective hub, piercing the side of the sheath. For the needle to pierce the side of the sheath, the tip of the needle would have to move proximal of the protective hub. Most likely, the sheath was stretched when removing the device from the scope in order to extract the sample. The stretching of the sheath most probably occurred due to procedural factors. The device was able to produce both pressure and vacuum to force water through the sheath of the device. No leakage was observed. The condition of the returned incident device was not consistent with the complaint that leaks occurred where the syringe hub connects to the needle. The most probable root cause for the reported event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).